Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: free flow protection clip on wrong side of pump tubing segment. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the pump guides are attached in reverse, using the green free-flow clamp as evidence of the orientation of the pump compared to the product drawing. Based on the photo, the defect is considered confirmed. The defect is a result of failure in the production process; the failure is due to operator oversight during the hand assembly process. A one year historical review was performed against the reported item number and it was noted that no other instances of this nature have been reported and is considered an isolated incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.